Event description:
Caller states that the patient tested 238mg/dl and was given 4 units of humalog and possibly 24 units of humulin n (caller was unsure). Approximately 1:30pm, the patient was tested with the device and a result of error-83 appeared. A second professional device was used which also read error-83 caller reports that due to the error received, approximately 15 minutes passed before customer was treated for low blood glucose with d50. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent. Customer reports that they have current labeling which states that error-83 may indicate the blood glucose is <10mg/dl which is below the device reading range.